Event description:
During AED deployment. Shock was advised and responder did not press shock button, shock was advised and AED then advised no shock. Shock was administered.

Manufacturer narrative:
Files related to use were evaluated, AED was not returned. Device internal memory and ECG from incident reviewed. Conclusion: report is being filed because it cannot be conclusively stated that the device did not contribute to the adverse event. It is unk why shock button was not pressed when user was prompted. Second shock decision was reversed due to change in presenting rhythm.